Event description:
Same case as 6000089-2007-01645. It was reported, by the patient, that post a coronary drug eluting stenting treatment procedure, hypersensitivity occurred. The patient states that since 2007, he has experienced "five episodes of lip, tongue and cheek swelling, one episode so severe, that I had trouble breathing." The treatment for each of these episodes had included oral and injectable steroids and antihistamines. Per the cardiologist, the patient's symptoms are probably medication related, but at this point they are not sure and any relationship to the stent can't be ruled out. Additional information regarding this event is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.